Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed, and the pump performed as intended. Customer successfully resumed insulin deliveries after the system check. Reportedly, customer was reusing insulin and using expired insulin. Customer's blood glucose level was 400-486 mg/dl. A manual injection was administered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.